Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to emergency for myocardial infarction. It was reported that the physician was attempting to use a sprinter legend balloon to treat a slightly tortuous lad lesion exhibiting 80%. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. During the procedure it was reported that the device burst at less than 12 atms. The balloon was not moved or repositioned prior to the burst. There was a sudden drop in pressure noted on the inflation device. No resistance was noted when advancing the device to the lesion. There were no fragments remaining in the patient. The balloon was removed with no intervention required.

Manufacturer narrative:
Evaluation summary: the distal tip had no damage. During the analysis the device failed negative prep. A .015 inch mandrel and a .014 inch guide wire could not load through the inner lumen due to a blockage 3 cm distal to the guide wire entry port most likely caused to hardened blood and/or contrast. The balloon had a longitudinal burst along the balloon working length. No other device damage noted procedural image review: the procedural images capture the tortuous and heavily calcified nature of the left coronary vessels. There is a previously deployed stent visible in the lad with heavy calcification evident on the distal side. The guidewire is partially advanced in the vessel; however it appears the calcification may have hindered further advancement of the wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.